Manufacturer narrative:
Failure analysis noted that the pump had intermittent button response and button error alarm due to corroded keypad traces. There was no moisture damage on the electronic and motor assemblies. The pump had scratched lcd window, broken belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 11.6 mmol/l at the time of incident. The customer stated that the pump alarmed button error for 3 hours. The customer stated that they were outside and the pump may have been exposed to snow. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.